Event description:
Follow up information received clarified that impedances were checked immediately post operatively which showed that they were out of range on the left side. It was noted that one sleeve that covered the connector was left untied at one end. It was corrected but there was uncertainty if fluid had entered under the sleeve to cause the out-of-range impedances. The physician opted not to take the patient back to surgery. The patient was returned to surgery the following week where it was found that there was tissue in the block of the battery on the left side which caused the open circuit. The patient outcome was reported as they are receiving proper therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was not experiencing stimulation on his left side following placement of an implantable neurostimulator (ins). During the implantation procedure, impedance measurements were normal. Following the procedure on the same day, impedances greater than 40,000 ohms were measured on electrodes 0-7 (left side). Normal impedances were seen on electrodes 8-15 (right side). The patient outcome was not reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3888-45 lot#: v851638 implanted: 2012-(B)(6) explanted: na; lead model: 3888-45 lot#: v851638 implanted: 2012-(B)(6) explanted: na; lead model: 3888-33 lot#: v855431 implanted: 2012-(B)(6) explanted: na; lead model: 3888-33 lot#: v711815 implanted: 2012-(B)(6) explanted: na; extension model: 3708220 (B)(4) implanted: 2012-(B)(6) explanted: na; extension model: 3708240 (B)(4) implanted: 2012-(B)(6) explanted: na; titan anchor model: 3550-39 lot#: n315741 implanted: 2012-(B)(6) explanted: na; programmer model: 37744 (B)(4); recharger model: 37754 (B)(4); titan anchor model: 3550-39 lot#: n309388 implanted: 2012-(B)(6) explanted: na.

Manufacturer narrative:
(B)(4).